Event description:
Per repair statement, the unit was alarming or red light. The key failure was the sieve bed being defective. Additional malfunctions were the zip tie for the manifold were replaced, the o rings for the manifold were replaced, the clamp on the manifold was replaced, the rex roth on the manifold was contaminated, the muffler for the manifold was contaminated, the top shroud for the cabinet was replaced, and the pilot valve for the manifold was contaminated.